Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 36 mg/dl and was subsequently hospitalized; cause was not known. Customer consumed carbohydrates to address the bg. Customer received treatment while hospitalized however additional information was not provided. Customer was discharged from the hospital with the issue resolved and no permanent damage however, customer does not recall the date of discharge. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.